Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was stuck in the delivery device during insertion and the incision was enlarged to remove the lens. Another lens of same model number was implanted successfully. Reference MDR# 1119279-2014-00190 for the intraocular lens.